Manufacturer narrative:
The product was received on 5/14/2015 and evaluated by quality engineering on 7/13/15. Quality engineering discovered a torn diaphragm which contributed to the customer complaint of low suction.

Event description:
The customer reported to customer service that she had low milk expression and had developed mastitis while using the pump in style breast pump. She had seen a doctor and taken antibiotics.

Manufacturer narrative:
The customer was sent a replacement breast pump. The customer reported mastitis. A medela clinician spoke with the client on 04/14/2015 and the customer stated she finished her antibiotics and her mastitis is resolved. Customer was putting baby to breast in addition to pumping when the mastitis started, and then customer states her supply decreased, and then she contacted us to replace her pump. Customer states her cracked, sore nipples occurred when she was breastfeeding. Informed customer that milk supply often decreases when mothers have mastitis, and as treatment takes place, the supply usually resumes. Customer developed mastitis while putting baby to breast in addition to pumping. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis required prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.